Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was prepared for use in an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2010. According to the complainant, during preparation outside the patient, the needle was extended and the catheter was primed, but the saline would not come out of the needle. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was prepared for use in an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2010. According to the complainant, during preparation outside the patient, the needle was extended and the catheter was primed, but the saline would not come out of the needle. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation found no visual damage to the device. The inner hub and extrusion were removed from the outer and no visual damage to the inner extrusion was found. A functional evaluation found that the needle could be extended and retracted without issue. A second functional evaluation using a 20 ml syringe attempted to inject water through the device, but water could not be injected. The extrusion was cut distal to the inner hub cannula, and an attempt was made to inject air through the hub using a luer connector and the syringe. Resistance was felt and additional pressure was applied to the syringe which caused a clear viscous fluid to be expelled from the inner extrusion. The needle and part of the extrusion that had been cut off had the luer connector and syringe attached to them. Air was able to be injected through the needle and extrusion remnant without issue. According to the event report, the customer stated that saline was used with the device. It is unknown at this time if the material pushed from the device was the saline solution mentioned. There was no blockage other than the thick fluid inside the device. There is no material of this type used during manufacturing, nor is there any type of liquid injected into the inner extrusion during manufacturing. No visual damage was found to indicate mishandling of the device during preparation. The most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).